Event description:
Upon receipt of new information from the consumer, consumer stated they required a secondary contact with physician for treatment of an infection and pain from wound site. The physician prescribed antibiotics to treat infection and pain. Consumer did not state what antibiotic was prescribed.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional describe event or problem: b5: upon receipt of new information from the consumer, consumer stated they required a secondary contact with physician for treatment of an infection and pain from wound site. The physician prescribed antibiotics to treat infection and pain. Consumer did not state what antibiotic was prescribed. H6: additional adverse event problem codes were added: health effect - clinical code - e1719 and e2330. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, sex, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band-aid unspecified USA not applicable babgenusunsp lot # is not available. UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. If information is obtained that was not available for the initial med-watch, an additional follow-up med-watch will be filed as appropriate.

Event description:
A male consumer reported an event with an unspecified band-aid. On (B)(6) 2021, the consumer used the product to over a wound (scrape) on his hand. Consumer used a bigger band-aid along with some triple antibiotic to cover the wound. The following day, the consumer went to change the band-aid and the adhesive completely ripped off his skin where it was attached. The consumer sought medical attention and visited his primary health care provider (hcp). His primary hcp requested that he consult with a plastic surgeon. Plastic surgeon had the whole area cauterized to stop the bleeding. The health care professional put nylon mesh over the area and then covered the area. Consumer is still experiencing some symptoms.